Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not power on. It was indicated that the power supply was out of specification. It was also indicated that the display hinges were worn, latches were broken, and handle was cracked. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a procedure the programmer made an audible pop sound and then powered off completely. The programmer was returned for service. No patient complications have been reported as a result of this event.